Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced recurrent peritonitis coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized. The cause of the peritonitis and treatment rendered was not reported. The patient outcome was not reported.